Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, burst and leak issue as leaks were noted on the two c-splits of the white luer upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks post catheter placement procedure on the right subclavian, the catheter allegedly leaked form the exit site. It was further reported that catheter was removed and a straight crack was identified on catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post catheter placement procedure on the right subclavia, the catheter allegedly leaked form the exit site. It was further reported that catheter was removed and a straight crack was identified on catheter. The procedure was completed using another device. There was no reported patient injury.